Manufacturer narrative:
H4: the lot was manufactured from july 2021. H10: one actual sample was received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The actual device was also leak tested under water and there was no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on the microfilter of two (2) extension sets. This was observed during self-check. There was no patient involvement. No additional information is available.